Event description:
Complainant called to report that his teenage daughter was burnt a week ago after a visit to salon. Apparently, this establishment is open late at night with no supervision. There are instructions to put money into a box and to clean the beds after use. Complainant is not only concerned for health reasons, but also for their safety. FDA field investigator recommended to complainant that he also notify his local or state health depts on this issue.